Manufacturer narrative:
Return requested. Replacement double process short clamp shipped to site (B)(6) medtronic investigation of returned suspect double process short clamp finds that as reported, the retainer ring has been pulled from the tip of the adjustment screw and is missing. The ring is pulled from the screw not from over-tightening but from turning the screw further than the design will allow to remove the clamp. Without the retainer ring, the adjustment screw would be able to set the clamp but not remove it. Reported problem was confirmed. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's double process short clamp had a broken washer. Surgeon was attempting to place the clamp on the patient when the washer broke. Surgeon removed the broken washer from the patient and used a second double process short clamp from another tray to continue the procedure. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome reported.